Event description:
It was reported that an over infusion occurred with a pump while infusing adriunycin into a pt. It is stated that the infusion was started at 1:40 am on (B)(6) 2011 and completed at 10:00pm on (B)(6) 2011. The infusion was programmed at 23cc/hr, 509cc-vtbi and was reported to have infused in 22 hours.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed by sigma per the spectrum service manual 41019 rev aa (pm inspection: 200 ml/hr for 50 ml) with the unit passing. A second flow rate test was performed using the actual event parameters (23 ml/hr for 23 ml) found in the history log, running for one hour with the unit passing. The history log shows a pump stop at 9:56am with the event infusion lasting 8 hours and 10 minutes. A malfunction could not be confirmed through reported parameters or device eval.